Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2019 the treating center reported that the area near the patient's right depth lead incision site appeared to be infected. On (B)(6) 2019 the depth lead was explanted. No other information was provided by the treating center.